Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was relocated. It was also reported that during the revision, the cervical lead and splitter were explanted and replaced ((B)(6) 2016). It was determined that the patient lost coverage and high impedances on the cervical lead were noted due to a fracture. No device malfunction was suspected. The patient was reportedly doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The lead and splitter were not returned to bsn. It is indicated that the lead and splitter will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site was painful. It was noted that the battery surgical site was open and the wound was non-healing. The patient had debridement and the site was re-sutured. The patient will undergo a revision procedure wherein debridement will be done and the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent another revision procedure wherein another lead and splitter were explanted due to a splitter issue. No reported issue with the explanted lead. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site was painful. It was noted that the battery surgical site was open and the wound was non-healing. The patient had debridement and the site was re-sutured. The patient will undergo a revision procedure wherein debridement will be done and the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was painful. It was noted that the battery surgical site was open and the wound was non-healing. The patient had debridement and the site was re-sutured. The patient will undergo a revision procedure wherein debridement will be done and the ipg will be relocated.